Manufacturer narrative:
The device has been rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the pt rec'd more medication than intended. At an unspecified date and time, the device was possible programmed to deliver an unspecified concentration of heparin 100 ml, at a rate of 20 ml/hr, with a vtbi (volume to be infused) of 100 ml, for a duration of 10 hrs and the delivery was started. No specific programming parameters were provided, only an example of programming was provided. The customer contact reported that five hrs after the delivery was started, the nurse noted the delivery was complete. No specific event details provided. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.